Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) on or about (B)(6) 2004 and (B)(6) 2005, two bard/davol perfix plugs on or about (B)(6) 2006 and (B)(6) 2006, a composix e/x on or about (B)(6) 2008 and a composix on or about (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix mesh (device #6). Additional emdrs were submitted to represent the two bard mesh (bard flat mesh) (device #1, device #2), two bard/davol perfix plugs (device #3, device #4), bard/davol composix e/x (device #5). Should additional information be provided, a supplemental emdr will be submitted. Not returned.